Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 73.5 cm from the hub, and kinked in the proximal shaft approximately 76.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure the 5max ace was kinked while being advanced through a non-penumbra 9fr sheath. Evaluation of the returned product confirmed a kink and also revealed a fracture, both within the proximal shaft. This type of damage typically occurs when the device is improperly handled during removal from packaging or during preparation for use. If the catheter is manipulated during insertion into the patient at an angle, the shaft may kink or fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The initial reporter is a health professional.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system 5max ace reperfusion catheter. During the procedure the physician attempted to advance a penumbra system 3max reperfusion catheter through the ace catheter. While advancing, the ace catheter became kinked. The ace catheter was removed and the procedure successfully continued using the same 3max catheter and a new 5max ace reperfusion catheter. The physician commented: I guess the 5max catheter was bend slightly before prep. But I did not feel any resistance when I advanced the device.